Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a small bowel resection laparotomy procedure, the devices partially fired and had an incomplete staple line. Another reload was used to resect and re-staple the staple line.